Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mvs interface cable shipped to site 04/12/2017. No parts have been received by manufacturer for analysis. On 04/19/2017 a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Imaging modalities test failed. Imaging system shows sporadically image framerate message. Replacing umbilical cable. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that their imaging system displays a message:"image framerate below recommended level". The imaging system sporadically shows image framerate message. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.